Event description:
Report received of a balloon rupture. It was reported that an adult pt was having a thermodilution catheter placed during surgery. The balloon was tested prior to insertion and functioned properly. Once the catheter was inserted, it reportedly would not float. The catheter was then pulled back out. The balloon was again tested and found to have reptured. A new catheter was obtained and the procedure resumed with no further problems. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.